Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination of the staple cartridge noted that the reload had a full complement of staples. The proximal end of the adapter was broken. The knife bar was herniated. Functional testing of the reload could not be performed due to the damage to the adapter and the knife bar. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a perineal proctectomy. While trying to fire across the rectum, the powered stapler had a flashing handle indicator. The surgeon attempted to fire the load in an articulated position, they heard a funny noise like something was cracking or breaking. The reload wouldn't continue to fire so they opened the jaws and removed the instrument. At the articulation point on the reload, the metal "loops" popped out. The adapter would not release the reload. They switched to a manual adapter with a new reload and fired the stapler across a different part of the tissue. There was no patient injury.